Manufacturer narrative:
The complainant indicated the device has been disposed, therefore, no direct product analysis will be available. The root cause of the reported incident could not be determined.

Event description:
It was reported that during a pci procedure, a balloon rupture occurred. The 75% stenosed lesion was located in the severely calcified mid right coronary artery (rca). The quantum maverick monorail balloon ruptured at 12 atms. The number of inflations and to what atms is unknown. The procedure was completed with a different device. There were no pt injuries or complications reported. The pt's status is reported as "good".